Event description:
The patient reported receiving two unprogrammed boluses from her omnipod controller. She noticed the second unprogrammed bolus while it was being delivered and was able to cancel the bolus before receiving the entire amount. Blood glucose levels declined to 55 mg/dl and the patient confirmed receiving an urgent low blood glucose alarm. The patient treated the hypoglycemia with candy and juice. No medical treatment was required. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The case description states that the controller gave the user 13 units (u) of insulin before they stopped it after 5.6 u was delivered. The description also states that 8 minutes before a 6u bolus was delivered. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log file does not show any 13u or 6u boluses delivered on the date of occurrence or surrounding days. The log files do show 2 boluses of which the user canceled on 07jun2025. These boluses were of initial volume 2u and 9.9u and the confirm bolus button was pressed for both. All other boluses on the date of occurrence were inspected and found evidence of user interaction in order to program and deliver the bolus. No evidence of an unncommanded bolus was seen in the log files. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: l2+. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.